Manufacturer narrative:
Review of the mfg and qc records for this lot of product. The mfg and qc records found no deviations from specification. The evaluation of the returned product confirmed that the sheath had separated from the hub. Separation occurred during deployment of the second plug rather than the first. A highly compressed plug was still inside the sheath near the proximal end, and dissolved remnants of another plug were at the distal end. This contradicts the complaint, which states that the sheath separated as extra pressure was exerted during deployment of the first plug. The sheath was crushed at the proximal end of the second plug, but crosshatched impressions in the sheath material indicate that this was caused during removal with hemostats. The distal opening was flattened to the point of being creased indicating the probability of excessive pressure being encountered. Occlusive pressure was held too stringly and/or too close to the puncture site, ovalizing the sheath's distal end. This prevented the first plug from being ejected. Deployment of the second plug was begun without the complete deployment of the first plug. Continued pressure on the plunger compressed the plugs laterally forcing them to expand and lock into the sheath which caused the sheath to separate from the hub. The sheath was inside the pt, or in contact with fluid long enough for the plug to substantially dissolve.